Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer's mother reported her daughter was having trouble pulling out the tampon and the string came off while trying to pull out. Consumer had to manually remove the tampon. Multiple attempts made to obtain further information regarding usage of the product however no further information has been received.